Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon fifth inflation at 6 atmospheres for 30 seconds and a pinhole was noted. The balloon was removed from the patient's body without problems and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.